Event description:
It was reported that the left monitor was turning on, thus on live image was available. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. The system operates as intended.